Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer was receiving no delivery alarms and motor error alarms on his insulin pump. At the time of reporting, his blood glucose was 300mg/dl, which he treated with manual injections. He stated that the errors were occurring during bolus. He was advised to revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.